Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between march 24, 2024 and september 08, 2024 recorded the stable pacing impedance around 550 ohms with two decreases to <200 ohms at the beginning and at the end of the recording period. Furthermore the coil continuity showed values around 400 ohms with multiple decreases to <250 ohms. The analysis of the provided iegm episodes which were recorded between february and september 2024 revealed artifacts on the rv channel, which led to the reported oversensing as well as ICD charging cycles. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing on this lead was noted which led to early battery depletion.

Manufacturer narrative:
Combination product: yes.-